Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 509 (mg/dl) and large ketones. The customer was discharged from the emergency room 3.5 hours later with bg levels above 300 (mg/dl). The customer declined troubleshooting or to provide any additional information on the reported event.